Event description:
A dental assistant of a dental office reported to a dealer field technician who then reported to midmark that the column of a vantage x-ray system, serial number (B)(4), was observed to move up without the movement control button being pressed. The dealer technician inspected the machine and reported that he double tapped on the left membrane switch to make the unit move down, and the unit kept moving downward without the membrane switch being pressed. The machine has a movement control membrane switch on both sides of the patient table. The malfunction only happened when the membrane switch on the left hand side was used. Midmark confirmed with the dental office that there was no injury.